Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover (s-cover) packing. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the lens on the colonovideoscope was damaged. The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the air/water tube and auxiliary-tube had white foreign material, which had been attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Physical inspection confirmed due to a crack on objective lens, the image has dark area partially. Additionally the evaluation revealed: due to wear of scope-cover packing, water tightness was lost; air water-cylinder had no color; suction-cylinder had no color; indication on flexibility adjustment ring was unclear; forceps channel port had a scratch; plug unit had a scratch; due to damage on bending section cover (a-rubber), insulation resistance value at distal end did not meet the standard value; due to looseness of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; light guide lens had a crack; and connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.